Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of a retained kit of the complaint lot number. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. In-house testing could not be performed as the lot used by the customer was already expired when the results were generated. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo reagent lot 06185be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported a false reactive architect (B)(6) ag/ab result on a (B)(6) yr old female hemodialysis patient with chronic kidney disease stage 5. Results provided: on (B)(6) 2020 = 5.25 s/co, alinity I = 5.25 s/co; elisa and cdc testing were negative. The customer was dialyzed on a designated infectious disease dialysis machine due to the reactive (B)(6) result generated. The patient did not receive any other treatment due to the (B)(6) reactive result.